Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported getting advisories that input pressure is too high and input pressure is too low during a vitrectomy procedure. Following a 20 minute delay to remove the infusion line, replace the pak with a new one and reprime, the surgeon was able to complete the procedure with no harm to the pt.